Event description:
The patient reported the device was difficult to remove after three days of wear time. No patient complications were reported.

Manufacturer narrative:
The product was not returned for an evaluation. A batch record review for this lot was performed. No discrepancies or nonconformances were noted in these batch records related to the complaint reported. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014, devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Brand name: collar and mold-to-fit opening.